Event description:
It was reported that the patient's pump was explanted, due to a wound dehiscence and the development of (B)(6). The patient outcome as of (B)(6) 2012 was reported as resolved without sequelae. The exact date of explant was unclear. The medications in the pump were sufenta, bupivacaine and clonidine. Additional information had been requested, however was not yet available as of the date of this report.

Event description:
Additional information received reported there was revision and debridement of the pump pocket.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4). Final analysis of the pump found no pump anomaly. Pump was explanted due to infection. Pump was not found any recall lists.